Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The mega suture cut needle driver instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the logs showed the mega suture cut needle driver instrument (part #471309-15 / lot #n10200601-0225) was last used on (B)(6) 2020 during this reported procedure with system sk3692. The mega suture cut needle driver instrument has 15 allotted uses and 14 uses remaining. Based on this review, the mega suture cut needle driver instrument has not been used in subsequent procedures after the alleged event reported on this record. In addition, a review of the site's complaint history identified no other complaints related to the mega suture cut needle driver instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion, this mega suture cut needle driver instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the mega suture cut needle driver instrument had a broken cable. Per the reporter, no fragment fell inside the patient. The procedure was completed with no reported injury.